Event description:
It was reported that bilateral suture placement in the mildly calcified right and left common femoral arteries (rcfa and lcfa) was achieved with 4 prostyle devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle sutures were successfully pre-placed in at each site. The sheath in both access sites were upsized to an 11f sheath. Upon completion of the evar procedure, it was noted that a large hematoma had formed in lcfa access site. In an attempt to address the hematoma in the lcfa, the physician pulled tighter on one of the sutures successfully pre-placed. Despite pulling the suture tighter, bleeding persisted. The physician then attempted to advance the knot of the second prostyle device and a suture break occurred. After the suture of the second device broke, the physician attempted a third prostyle device which failed to fully achieve hemostasis of the large hole. Manual compression was held on the lcfa while waiting for intervention from a vascular surgeon. While waiting for the vascular surgeon, the access site at the rcfa began squirting blood which led the physician to upsize the sheath to a 14f sheath in an attempt to control bleeding. A vascular surgeon arrived and attempted to place two more prostyle devices in both the lcfa and rcfa. The lcfa and rcfa access sites were still not dry therefore the vascular surgeon placed a 16f sheath in the rcfa and held manual compression on the lcfa until the patient was taken to the operating room for surgical intervention. A cut down and manual suturing was performed in both access sites to achieve hemostasis. Additionally, a repair patch was applied in the lcfa as the vessel appeared to be torn. There was report of clinically significant delay. The physician confirmed that except for the suture break, there were no other issues with the prostyle devices apart from the failure to achieve hemostasis of the large hole. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to poor or partial tissue capture, air knot. The subsequent treatment and appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices with reported issues referenced are filed under separate medwatch report numbers. Na.